Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a homecare patient, the ventilator generated an abnormal noise and the sound became gradually louder. The device continued ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator without any reported harm.